Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm vticm5_12.6 implantable collamer lens of -14.00/3.0//100 (sphere/cylinder/axis) was implanted upside down into the patients right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury. Lens broke during removal. Cause of event was unknown.